Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part was received. D11: additional concomitant device reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a handle with mini coupling will not hold securely. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves one (1) device. This report is for (1) handle with mini quick coupling. This is report 1 of 1 pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation is not required, as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Service and repair evaluation: the customer reported, a handle with mini coupling will not hold securely. The item passed testing, per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue, is test ok. The item passed synthes final inspection on 11-feb-2021. And will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. The device will be returned to the customer. No design or manufacturing issues were identified. Therefore, it has been determined, that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.